Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, and visual summary analysis of the lead was performed. (B)(4).